Event description:
During a double stent placement procedure in the intrahepatic duct (ihd), the physician used a cook endoscopy tracer hybrid wire guide. The first stent was placed successfully. When using the tracer hybrid wire guide with the second stent to be placed, the user encountered resistance when attempting to remove the wire guide from the second deployed stent. When the wire guide was fully removed, the wire guide coating had peeled near the distal end but did not detach inside the patient. Another wire guide was used to complete the procedure. The initial reporter indicated detachment of the wire guide coating inside the patient was possible (due to the peeling of the wire guide coating observed) but no section of the wire guide remained inside the patient's body. The physician commented that it is possible the wire guide was stuck on the first stent. A foreign object did not have to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
The information in this report was provided to us by the cook facility in (B)(4) on behalf of a medical facility in (B)(6). (B)(4). Evaluation: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for evaluation. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is remote. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The information provided by the physician indicated the wire guide may have been stuck on the first stent. If the wire guide received excessive pressure, perhaps in response to resistance due to being stuck on a deployed stent, this could have contributed to the reported observation. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all tracer hybrid wire guides are subjected to a visual inspection to insure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time because this report could not be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.